Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) with a blood glucose (bg) displayed as "high" (specific value not provided) and a high ketone level identified as dangerous by healthcare provider. The cause of the elevated bg level was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged from the ICU on (B)(6) 2024 with the issue resolved and no permanent damage. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.